Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 99 mg/dl and it was addressed with ice cream. Reportedly, the contact had to help the customer correct for the bg level as the customer was unable to correct themselves due to the bg level. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.

Manufacturer narrative:
Review of pump data by tandem engineer showed no evidence that the insulin pump malfunctioned or experienced a failure.